Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an anato stem was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause.

Event description:
Doctor reports patient status post right total hip done on (B)(6) 2019 now has a periprosthetic fracture around the right femoral component and he would like to revise to a restoration modular hip. The surgery was performed per restoration modular surgical technique. 3 cables were applied. Surgery was performed without incident. Update 14/february/2019: as reported in how was issue noticed "x-ray patient complaint of pain unable to ambulate".